Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to pulling/ stretching/ overstress. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement of the lead, the helix was extended but needed to be retracted due to positioning. The helix could not retract fully. The lead was removed and replaced. The helix malfunction subsequently occurred on the replacement lead as well as a third attempted lead. The lead was removed and replaced with a competitor model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.